Event description:
The reporter stated that the spike on the flush line separated from the drip chamber during setup. No pt injury or treatment was reported. This was reported to the distributor by hospital.